Event description:
Additional information received reported that it was normal battery depletion. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that no telemetry could be attained with the implantable neurostimulator (ins). It was stated that "last stim was a long time ago." The ins was reported as "shallow" in the pocket. Both a clinician and patient programmer were used and had the same telemetry issue. It was indicated that "nothing remarkable" occurred to the patient. The patient was getting therapy and then it "just stopped." A follow up report will be sent if additional information is received.

Event description:
Additional information was received which reported that the patient¿s battery and lead were replaced on (B)(6) 2013. Everything reportedly tested "well".

Event description:
Additional information received reported that the patient¿s battery was depleted and was scheduled for a replacement on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v571888, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was found that the battery was at normal end of life and had no telemetry or output. Analysis of the lead found no significant anomaly. It was found that the #3 conductor wire was broken 5.4cm from distal end, it was suspected to be explant damage. A functional test of the lead found circuits 0 thru 2 had acceptable continuity and circuit 3 was open. The conductor wires were found to be stretched, this was suspected to be damage from explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).